Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose of 50mg/dl and going to the emergency room to treat the low. Incident date is (B)(6) 2025. Customer declined troubleshooting for the low and only wanted to report sensor issue. Per (B)(4), sensor got damaged because tape was not sticking. Per carelink, pump was suspended for most of (B)(6) but was used at the end of the day to treat elevated blood glucose values. It was unknown if customer was using the pump at the time of the low and if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated in emergency room. The customer reported blood glucose value of 50 mg/dl. The event involved product(s) mmt-1884. Troubleshooting was partially performed. It was unknown whether the auto mode feature was on at the time of incident. It was unknown whether the customer had been using insulin pump within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1884.